Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, the iol failed to advance in the cartridge.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).